Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Sensing and impedance values were within normal limits on the rv channel. X-rays and an echocardiogram did not show any abnormalities; however, a perforation was suspected. The patient was admitted to the hospital for a potential lead revision procedure, however at this time, the rv lead remains in service. No additional adverse patient effects were reported. This event will be updated should a revision procedure be performed.